Event description:
It was reported that since a device change out approximately four months prior that the sensing integrity count (sic) for the right ventricular lead had increased. A review of episode data indicated t-wave oversensing with intervals short enough to increment the sic count. The rv lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing with ventricular nst (non-sustained tachycardia) equal to 200 milliseconds on (B)(6)-2011.